Event description:
It was reported by the patient's mother that the patient was hospitalized due to diabetic ketoacidosis, presenting large ketones and vomiting. The patient experienced elevated blood glucose levels of over 400 mg/dl and intermittent failure of the cgm (continuous glucose monitor) device to communicate data consistently. Despite deleting and reentering sensor information, the device did not resume communication. The patient was treated with IV fluids containing insulin, potassium, and dextrose, as well as potassium phosphate. The patient was discharged after two days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.